Event description:
The pt underwent a pelvic floor repair in 2002. Post operatively, the pt experienced vaginal discharge. The pt was seen by the physician in 2004 and erosion of the mesh was noted. No medical intervention has been completed but the pt is scheduled to be seen again.